Event description:
It was reported that patient underwent a hip surgery on an unknown date. Revision surgery was performed on (B)(6) 2014 due to a fractured greater trochanter. The fractured stem was a competitor's product. Surgeon reported a significant amount of tissue metallosis present in the hip joint. He does acknowledge that the cup placement was not optimal and that this could have contributed to the metal debris in the joint. He revised the cup and the bearing surface with a good result. No further details have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Expiration date - unknown. Implant date - unknown. Manufacture date - unknown.